Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the gasket tore when the surgeon put the 10mm grasper down port. Pneumo leaked. There was no consequence to the pt.